Event description:
The pacing impedance has trended >3000 ohms since (B)(6) 2026. There was also an increase in the pacing threshold and intermittent non-capture was observed. Noise could also be seen on the iegm detections and was recreated in-person on (B)(6) 2026. The patient will be brought in for further programming and a vector optimization. Lead integrity issue suspected. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.